Event description:
A malfunction occurred on the pump as reported by the caller, who mentioned no notable events happening before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and helped the caller reset the pump; the malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to reach out again if any malfunction code recurs.